Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in an electrode and probe placement, the imaging system displayed "system booting, please wait." To resolve the issue, the site restarted the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was refused by the surgeon. Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided as no logs were made available after multiple attempts.